Event description:
The pt was undergoing surgery for a permanent tracheostomy. The et tube was still on place. The surgeon was cauterizing the trachea with a bovie when fire erupted in the balloon. The fire was doused immediately and there seems to be no harm to the pt. (Et tube placed by medics on 1/16/95; remained in place until time of surgery in 1/28/95.)